Event description:
Caller reported that a malfunction on the pump had occurred, displaying malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller in resetting the pump, resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support should the malfunction code reappear.